Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, diopter unknown, in the patient's left eye (os). The lens was explanted due to refractive surprise.

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, diopter unknown, in the patient's left eye (os). The lens was explanted and exchanged due to refractive surprise. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic torn and the haptic broken. Dimensional and functional inspections found the lens to be within specifications. (B)(4). Work order search: no similar complaints were reported for units within the same lot. As per dfu for this lens model, vticls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. (B)(4).